Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 3 months. The patient remains ongoing on lvad support and no product was available for evaluation. Evaluation of the submitted system controller log file confirmed the reported low speed and pump stop events. The log file showed two isolated pump stop events with the alarms low speed operation/motor stopped active. Each pump stop lasted approximately 3 seconds and may have been the result of a high current event; however, a root cause for the pump stop cannot be conclusively determined. No other adverse events or alarms were captured in the log file. A review of the device history records revealed that the device met applicable specifications. The patient remains ongoing on support and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced low speed alarms which were observed on the system controller screen by the patient while at home. The patient was brought into the clinic for testing. An echocardiogram (echo) and fluoroscopy were performed, however, results were not provided. The lvad reportedly sounded smooth. The center reviewed the alarms received and additionally noted two pump stoppage events. The patient was asymptomatic at the time of the alarms and while at the center. It was reported that the patient had gained between 60 and 70 pounds since lvad implant on (B)(6) 2015. On 06/15/2016, the manufacturer's technical services representatives performed an onsite driveline evaluation. Phase interrupter testing did not reveal any open wires. The patient was placed on the power module with use of a patient cable. The driveline was palpated from the skin exit site to the distal end without issue. The patient walked around the room and performed body movements such as reaching and crossing their arms, leaning, and twisting without reproduction of the alarms. An external driveline repair was declined by the center at that time and instead modified ungrounded patient cables were requested for patient use in conjunction the power module. The patient was discharged from the center on an unspecified date and remains on the modified ungrounded patient cable when supported by the power module. The center's plan is for the patient to remain on the modified ungrounded patient cable. The patient will be undergoing bariatric surgery in an effort to become a heart transplant candidate. No further events have been reported.